Event description:
It was reported that the patient controlled analgesia (pca) pump module keeps alarming for occlusion during an infusion of ketamine, which is contained in a 30ml syringe. It was noted that the patients get angry and preferred to stop the infusion. There were no adverse effects to the patients. It was reported that the issue is experienced hospital wide. Although requested, additional information was not provided.

Manufacturer narrative:
Concomitant medical products: 30ml syringe luer - lok tip; td (B)(6) 2019. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the entire hospital that patient controlled analgesia (pca) with a 30 ml syringe keeps alarming occlusion with ketamine. Patients get angry and preferred infusions to be stopped. It was reported that there was no adverse effects caused to the patients as a result of the event. Although requested, additional information was not provided.

Event description:
It was reported that the patient controlled analgesia (pca) pump module keeps alarming for occlusion during an infusion of ketamine, which is contained in a 30ml syringe. It was noted that the patients get angry and preferred to stop the infusion. There were no adverse effects to the patients. It was reported that the issue is experienced hospital wide. Although requested, additional information was not provided.

Manufacturer narrative:
Additional info: d.4; h.4 the reported issue that the patient controlled analgesia (pca) pump module keeps alarming for occlusion during an infusion of ketamine could not be confirmed; no product or device logs were returned for investigation. Review of the sn (B)(6) service history record showed the device had a manufacture date of (B)(6) 2017. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.